Manufacturer narrative:
The biomedical engineer reported that the display on the bedside monitor is blank, black. The touch screen is still responsive. The issue was found before the next case. The customer ordered the inverter board and lcd unit to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reported that the display on the bedside monitor is blank, black. The touch screen is still responsive. The issue was found before the next case.